Event description:
It is reported that: patient complains of hip, thigh, and groin pain since the surgery. Patient is calling to file a claim as advised by her surgeon for the evaluations that she will require as part of the recall.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.